Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This product suffered from blood and fluid leakage from the isolation plug when the needle cone was withdrawn. No medication was lost; the leak consisted primarily of blood and saline solution. The client first used the pre-fill function to vent the system, then performed the puncture. After the puncture was successful, the needle cone was retrieved, at which point a leak occurred at the isolation plug, resulting in blood and fluid leakage. The client then removed the cannula and performed the puncture again.